Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient indicated that the patient line was chewed and that there are pets that have access to the supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It warns the user that contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. It instructs the user not to perform dialysis in the same room as pets or animals. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on a home choice (hc) device during drain two of four. The home patient (hp) was connected at the time of the event. The hp observed air in the patient line. The hp indicated that the patient line was chewed which allowed air into the patient line. The hp stated that there were pets with access to supplies in the home. The technical service representative (tsr) had the hp close all of the clamps and cycled the power on the hc to clear the alarm. There was no patient injury or adverse event associated with this report. No additional information is available.